Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having a communication issue where the flow remained at 0 liters per minute despite adequate volume status, mean arterial pressures, and the speed increasing, was not confirmed. The heartmate 3 system controller was not returned for analysis. In addition, there were no log files, photos, or any other supporting documents that would indicate an issue with the system controller. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the exchanged system monitor, the serial number of the exchanged system controller, and if any products will be returning for evaluation; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instruct users on how to resolve all alarms that sound from their controller, including alarms associated with low flow conditions. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the pump started at 3000 rpms and the speed immediately increased to 4000 rpms without an increase in flow. The flow remained zero despite adequate volume status and mean arterial pressures (maps) at 80. Initially the system monitor was changed out and then the controller was changed out, which caused the flows to increase and pump to function as intended as evidence by the parameters being within normal range.